Event description:
Patient with guillain barre syndrome and lung infection developed sepsis and dic the evening after their third immunosorba treatment. Symptoms progressed to multiple organ failure/shock and the patient expired.